Event description:
Caller alleged discrepant results compared with the lab. Lab tests were venipuncture samples done within an hour of the finger stick tests.

Manufacturer narrative:
Investigation pending.